Event description:
On 11/22/2023, it was reported by an arthrex subsidiary employee via (B)(4) that during a rcr procedure, when the surgeon was using a hook probe, ar-10010, and it was found to be rusty. The probe was replaced with a device from another manufacturer and the case was completed with no adverse effect to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is not confirmed. Visual inspection confirmed that the probe - hook with a 150 mm shaft, 3.4 mm tip, and 5.0 mm markings does not have spots or areas of rust/oxidation. The handle had discoloration and chips around the edges. The distal end of the shaft was broken. The shaft had abrasion marks around it. Functional testing was not performed due to the damage to the device. No problem found with the allegation reported.